Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the reported difficulty with inflation/deflation. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on the damage found on the shaft of the returned device and an expanded record review and investigation, a product issue potentially related to the balloon inflation/deflation issue was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
It was reported that the procedure was to treat a lesion located in the 100% stenosed mid circumflex. After deployment of a 3.0x30 mm non-abbott stent, post-dilatation was required. A 3.5x15 mm nc trek balloon was inserted; however, when inflated in the patient did not expand at all, even when pressurized to 20 atmospheres. Another nc trek rx (same lot, same size), was to be used for post-dilatation; however, upon attempting to inflate the balloon prior to use to check for expansion, the balloon inflated, but would not deflate. After the issue with the second balloon a non-abbott balloon was used to complete post-dilatation of the stent. It was also commented that on both nc trek balloons, difficulty was encountered removing the protective sheaths from the balloons before use. No adverse patient effects or clinically significant delay in the procedure were reported. The physician had one more balloon of the same size and lot in stock which he did not want to use anymore and returned this balloon together with the two balloons mentioned above to the distributor, who has returned this device as part of this product experience for analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional 3.5 x 15 mm nc trek referenced is being filed under a separate medwatch report.